Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay/user pt contacted lifescan alleging that the product was having the following power related issue: "unit powers off during use." The customer care advocate went through the troubleshooting and found out the following: the customer replaced the battery per the owner's manual, the batteries were in good condition, the meter was no downloaded prior to attempting the test and the meter shutoff before the time was up. There were no allegations of harm or injury.